Event description:
A prolieve thermodilatation kit was used for therapeutic purposes on a pt (age unk). During the procedure, the pt was anxious and experienced pain in his penis causing a vasovagel response. As a precautionary measure, the physician admitted the pt to the hospital. There was no indication of pt injury or product malfunction. The pt was released from the hospital that evening. Subsequent to the procedure in 2008, during a follow up visit, the pt experienced orchitis and dysuria and was re-admitted to the hospital, again for precautionary measures, and a course of treatment with antibiotics was administered. Although there have been several attempts to gather further details, there is no further info regarding this event to date.

Manufacturer narrative:
This device has not been returned yet; therefore, we are unable to determine the relationship between this device and the reported event. Once the product is received, a device evaluation as well as a device history review will be forwarded in a supplemental manufacturer's report.